Event description:
While performing lase procedure doctor felt warmth by their left leg, looked down. Fiber cracked, laser turned off. New fiber given to surgeon. Surgeon's gown and drape was charred.